Event description:
On (B)(6) 2022 I purchased a samsung galaxy watch 5 but did not start wearing it until recently. It was necessary to wear this close to/next to your skin on your wrist in order to record heart rate, EKG, pulse o², etc. I started wearing it more regularly in the past week. On wednesday (B)(6) 2022 I noticed when removed the watch, a "lump" had formed on my wrist directly under the watch sensor. This is not an irritation, rash, abrasion or other. It is subcutaneous round somewhat firm, unattached, nonpainful mass (resembling a lipoma) the exact size as the ring on the underside of the watch. After 5 days of not wearing, the lump is apparently unchanged. I have nothing like this anywhere else and am not prone to such. I am 80, a retired nurse, weighing 118 lbs. I would welcome your input. If this is not the correct form or agency, please redirect as finding help or information was quite difficult. I did return the watch which was $259.00. No tests were performed as I am just now informing my physician who I suspect will order nothing. He is associated with a hospital that rewards their physicians monetarily for saving money by not ordering tests. We shall see.